Event description:
Boston scientific crm received information that an x-ray was performed. This left ventricular lead was dislodged. A revision procedure will be performed in the near future. No adverse patient effects were reported.

Event description:
Additional information was obtained; a revision procedure was performed, this lead was removed, replaced and discarded by the facility. No adverse patient effects were reported.

Manufacturer narrative:
According to additional information, this lead was removed, replaced and discarded by the facility. Should additional information become available, this event will be updated.

Manufacturer narrative:
As of this date, this lead remains implanted and in service. Should additional information become available, this event will be updated.